Manufacturer narrative:
The lens was not implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the customer experienced issues with the cartridges. In follow-up, it was reported that one cartridge had a crack in the tip of the cartridge and the other cartridge did not have a smooth plastic (flash). Reportedly, just the tip of the cartridge touched the patient's eye, because that is when the doctor noticed an issue with the cartridge. No patient injury reported. The patient is doing fine. Note: the customer did not know which cartridge between the two lot numbers had the cartridge tip damage issue. Therefore, both medwatch reports will be file separately for each lot number/cartridge. This report is for lot number ca01203.

Manufacturer narrative:
Correction to the initial MDR report. Date received by manufacturer is corrected to 7/23/2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The manufacturing record review was performed. No non-conformance report (ncr) was generated during the manufacturing process of this lot. A review of the manufacturing process and/or the materials in the change control system showed that no changes were implemented with this lot or close to the date when this lot was manufactured. The documentation shows that all cartridges were released within specification when this lot was completed. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Cartridge was returned to the manufacturing site for investigation. Visual inspection revealed the cartridge was loaded with the intraocular lens. The cartridge was observed with a "deformed tip" and inspected at 10x microscope magnification. No crack defect was detected in the cartridge. No incidental flashes were detected in the cartridge tip, loading zone, or at the wings sections. Investigation showed that according to the emeraldc30 drawing, cartridge tube must have .001-.012 solidly attached flash at the 6 o'clock position. The cartridge heel flash requirement is to protect the lens as it exits the cartridge during surgery, this is an intended feature. The cartridge was observed with a dent at the tip section. The way in which the dent was formed would indicate that it occurred as a result of the cartridge tip making contact by accident with the metal handpiece slot during loading. No crack defect and/or unacceptable flashes were observed in the cartridge. However, a dent defect was observed in the cartridge tip. Based on the evidence observed, the unfolded cartridge was not affected by the manufacturing process. The cartridge met specification prior to release. All pertinent information available to abbott medical optics has been submitted.